Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The subject device had been reprocessed with an unspecified non-olympus device. Other detailed information such as the reprocessing method was not provided. Also, the user facility has refused to provide more information and will not send the subject device to olympus. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus (B)(4) requested the facility to provide the information regarding reprocessing, however the facility did not provide and (B)(4) could not obtain it. Omsc could not review the manufacturing history (DHR) of the subject device because omsc was unable to identify the serial number of the subject device. However, omsc only shipped devices which passed the inspection. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.